Event description:
It was reported, bd monoject syringe had foreign matter, oily substance inside. Additional information. Substance, once it was discovered we did not make the normal narcotic pca¿s that we normally would have, the syringes were sequestered and no product went to patients.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.